Event description:
The customer reported the probe on the subject device cracked during a total laparoscopic hysterectomy procedure. The partially detached probe was retrieved by the surgeon outside of the patient. The procedure was completed using another similar device and there was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the probe was found to be detached. This report is being submitted for the malfunction found during evaluation (detached probe).

Manufacturer narrative:
During inspection and testing, the probe was found to be detached. The probe had cracked from a scratch and then broken off. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. A review of the device history record found no deviations that could have caused or contributed to the detached probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken because output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut mode was then activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. A force was then applied to the probe causing it to break. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device. In addition, the proximal side of the tissue pad was worn away and there was a mark in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.